Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the unit would no longer connect to the programmer and additionally noted that it failed its functional and bench tests. As it is no longer needed by the customer it will be replaced and retained for failure analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer would not connect to the programmer. It was also noted that the analyzer was not needed back. The analyzer was returned to service. No patient complications have been reported as a result of this event. It was further reported that the analyzer subsequently tested out of specification during manufacturer¿s analysis.